Event description:
As reported: "study UK infinity total ankle system subject: (B)(6). Varus release - superficial and deep deltoid. Lateral gutter osteophyte excised. At this point an undisplaced shear fracture medial mall was noted during the arthroplasty of the right ankle the found fracture was fixed and stabilized."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "(B)(6). Varus release - superficial and deep deltoid. Lateral gutter osteophyte excised. At this point an undisplaced shear fracture medial mall was noted during the arthroplasty of the right ankle the found fracture was fixed and stabilized."

Manufacturer narrative:
This device is concomitant and did not contribute to the reported event. Therefore, MFR report # 3010667733-2024-01096 has been cancelled. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.